Event description:
Multiple accounts of 10cc prefilled ns flush praxiject sp 0.9% nacl, ref 3705-3, lot 24e0454 plunger breaks with pressure. Broken equipment retained if desired. No harm to staff or patient.